Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. Unable to test for unresponsive button due to blank display. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was making unusual sounds after she went into a swimming pool with it on. Customer reported that the keypad was unresponsive. The customer reported that the device was cracked in the upper, right corner and on the display screen. Blood glucose level at the time of the incident was 145 mg/dl. The customer stated that water was visible under the display. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.